Event description:
Oxyjet oral b md 15, type 4715 -braun-: irrigator jet flies off at very high velocity without depressing irrigator release. Irrigator is checked prior to being used to ensure it is in place. Risk of someone having teeth knocked out due to irrigator flying off.